Event description:
Six days post index procedure the pt complained of chest pain while in the hosp. Cag was conducted and thrombus was observed in the implanted cypher stent at the left main. To treat the thrombus, poba was conducted with a 1.5x unk mm balloon. Then poba was conducted with two 3.25x unk mm balloons by kbt.